Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Insufficient information to perform a probable cause analysis. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to met specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the patient has pain.